Event description:
Abbott perclose prostyle closure device failed in the left femoral artery. The device could not be removed after the suture had been delivered due to device failure. Cardiothoracic surgeon had to perform a cut down to remove the device via open repair.